Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to replace the umbilical cable and test the equipment. After replacement, the imaging system passed the system checkout. The system was found to be fully functional. The umbilical cable was returned to the manufacturer and is currently under analysis.

Event description:
A site representative reported that they were receiving a "framerate error..." On the image system mobile view station (mvs) monitor. He was told that this occurred just once and after reboot it functioned as expected. There was no patient present.

Manufacturer narrative:
Medtronic investigation of returned suspect interface (umbilical) cable was unable to replicate the reported issue. Mvs interface cable passed 100t and gbit bench communications testing. Continuity testing was successful. The mvs interface cable was installed on the imaging test system and charging, communication and both 2d and 3d imaging were successful. Lemo connector lock/unlock is not smooth and catches when connecting and disconnecting; lemo lock/unlock mechanism binds intermittently. The returned board was found to be physically damaged but was found to be unrelated to the reported issue. No functional problem found. As previously reported, the interface (umbilical) cable was replaced to resolve the issue. Since the replacement of the cable there have been no further issues reported.